Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The stored electrograms (egms) show isolated ventricular undersensing. The sensitivity is programmed to automatic gain control (agc) 0.6mv (millivolts). This alert will not retrigger until the device is interrogated with a programmer. The device and lead remain in service. No adverse patient effects were reported.